Manufacturer narrative:
The person who call technical support (ts) is from a collection site and was not able to provide detailed information. Ts directed the customer to the product's safety data sheet (sds). Per the sds, transport media contains no substances, which at their given concentration, are considered to be hazardous to health per the safety data sheet, osha hazard classification. Section 4 first aid measures from safety data sheet (sds) transport media/ collection devices (revision date (B)(6) 2021), the treatment for ingestion is: "clean mouth with water and drink afterwards plenty of water. If symptoms persist, call a physician." In addition, physicians would treat the patients based upon their symptoms. Ts tried three attempts to reach customer to follow up on the case to check whether the first aid recommendations were followed. Patient treatment is unknown. The context surrounding the child ingesting the stm is unknown. There have been no similar occurrences of transport media being inadvertently ingested or swallowed in the past 12 months.

Event description:
On (B)(6) 2022, customer reported to hologic technical support (ts) that a patient's child ingested specimen transport media (stm) from an aptima multitest transport tube. Ts directed the customer to safety data sheet (sds) of the product for first aid guidance.